Manufacturer narrative:
Final analysis found inappropriate measured data due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator exhibited strange values regarding amplitude, current, and impedance during a follow-up in 2007. A software download was attempted without success. Battery data looked normal, so no action was taken. At the next follow-up in 2008, magnet rate was 97.2, voltage was 2.73 v, pulse amplitude was 0.0 v and ventricular lead impedance was less than 200 ohms. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.